Event description:
The customer reported that the (B)(6) week old patient received a moderate burn at the return electrode site. The burn was described as blanched skin, 2x1cm on the left buttock. The burn was treated with ointment. The operative procedure was a laparoscopic surgery converted to open colon. In addition, a central line was placed at the right subclavian location. The patient also had a circumcision. The site has indicated the incident grounding pad will not be returned to covidien for evaluation.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The incident grounding pad was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.